Event description:
It is reported the patient is experiencing click in her right hip.

Manufacturer narrative:
Primary operative notes were reviewed and found unremarkable. Follow up visit notes from december 2014 were reviewed and notes an occasional click. Very smooth, fluid passive range of motion of the right hip is described on exam. X-ray films were reviewed at this follow up and noted to show a well-fixated , well-aligned right total hip arthroplasty with no signs of loosening or failure. A faint sclerotic line is evident in films from december 2014 along the distal tip of the femoral stem. There may also be a slight shadow following the lateral shoulder of the stem in the december 2014 films, as compared to earlier films. Cause cannot be definitively determined.: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.